Manufacturer narrative:
Additional information was received from the field engineer that the flow sensor flapper was not stuck to the top of the flow sensors housing, but was only twisted. The unit continues to ventilate and alarms remain functional. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. H3 other text: additional information was received from the field engineer that the flow sensor flapper was not stuck to the top of the flow sensors housing, but was only twisted. The unit continues to ventilate and alarms remain functional. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The inspiratory flow sensor was replaced to resolve the issue.

Event description:
The hospital reported that the diaphragm was stuck open on the inspiratory flow sensor. There was no report of patient involvement.